Manufacturer narrative:
H6 - investigation findings 4253 blockage identified. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. Low flow alarms were confirmed via the submitted log files; however, a specific cause for the change in pump parameters cannot be conclusively determined. The controller event log file contained events spanning from 23aug2023 to 29aug2023. On 25aug2023, a decrease in estimated flow was recorded that lasted approximately 3 minutes. Intermittent low flow alarms were active during this period. Following this event, the estimated pump flow returned to the typical range for the remainder of the log file. No other notable alarms were captured, and the pump appeared to operate as intended at the fixed speed. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and was to undergo an evaluation for a heart transplant. No further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 4 outlines system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 outlines system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a graft revision to remove biodebris on (B)(6) 2023.

Event description:
It was reported that the patient had a biodebris and graft revision on (B)(6) 2023. The patient has had ongoing episodes of syncope/pre-syncope with activity with movement or bearing down. These sometimes were associated with low flow alarms. The patient continued to have dizziness and syncope despite the outflow graft revision. The patient remained admitted for transplant evaluation. A review of the log file revealed low flow alarms on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.